Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex a grid: a0504. Imdrf annex g grid: g04023. Imdrf annex b grid: b15. Imdrf annex c grid: c13. H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 3002689, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing near the catheter tip. Therefore, based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample available for testing the engineer could not determine a definitive root cause for the observed damage.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter needle went through when inserting IV. The following information was provided by the initial reporter: needle going through catheter when inserting IV.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter needle went through when inserting IV. The following information was provided by the initial reporter: needle going through catheter when inserting IV.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter needle went through when inserting IV. The following information was provided by the initial reporter: needle going through catheter when inserting IV.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.